Event description:
It was reported that prior to use, the intra-aortic balloon (iab) screen displayed catheter restrictors. The provided log files show iab catheter restriction alarm. There was no patient involvement reported. The field service engineer could not duplicate any alarms or errors after repair.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.